Manufacturer narrative:
The returned ralc45 stapler was visually examined and was found to be without defects. The stapler was reloaded and fired, producing properly formed staples in the test medium. The device was also opened and closed without difficulty. The complaint of unformed staples was not duplicated; its root cause is unknown. Evaluation summary: ralc45 calibrated, normally, opened fully, closed for firing range and fired acceptable staple formation into four layers of red colon foam. Unit closed down and opened fully without difficulty.

Event description:
During an exploratory laparotomy procedure, when the ralc45 was fired the device transected the tissue, but the staples were unformed. Another device was used to complete the procedure. The patient was in good condition at the end of the procedure.